Event description:
It was reported that in situ testing has shown a progressive increase in the number of electrode channels with status hi. At present 10 channels show status hi. No trauma has been reported. The patient can still detect loud sounds. Diagnostic imaging is to be performed.

Manufacturer narrative:
(B)(4).. The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
As per information from the field the number of hi channels was increasing over time. It is assumed that the active electrode has been damaged, very likely due to device minute mobility. However to determine an exact root cause a device investigation would be necessary. The complaint can be reopened if further relevant further information is received.

Event description:
It was reported that in situ testing has shown a progressive increase in the number of electrode channels with status high impedance. No trauma has been reported. The patient can still detect loud sounds. As per information received, re-implantation is planned, but no date has been scheduled yet.

Manufacturer narrative:
Damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
It was reported that in situ testing has shown a progressive increase in the number of electrode channels with status high impedance. No trauma has been reported. The patient can still detect loud sounds, most likely due to the residual hearing. The patient has been re-implanted.